Event description:
In 10/2005, the hospital point of care coordinator (pocc) contacted lifescan alleging that the ICU sure step pro meter was reading inaccurately low compared to the laboratory. An ICU nurse obtained a pt result of 457 mg/dl compared to a laboratory result of 627 mg/dl performed within a "few minutes" of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Other concurrent comparisons made between the reported meter and laboratory include: meter result 427 mg/dl vrs lab result 585 mg/dl and meter result 434 mg/dl vrs lab result 545 mg/dl; these comparisons were within lifescan's criteria for accuracy. The pocc stated that the pt was hospitalized in the ICU and being treated with an insulin drip at the time of corcern. The pt's admission hematocrit level was 36.8 %, which is within the specified hematocrit range (25-60%) of the sure step pro system. The customer care representative (ccr) walked the pt through a control solution test, which fell within the specified control solution range. The pocc also ran linearity testing and precision testing; everything "looked fine". The meter was replaced at the request of pocc.